Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was 500 mg/dl. Customer treated with the pump. Customer expressed the following symptoms of high blood glucose: irritability, ketones, abdominal pain, excessive thirst, and urination. Caller stated that they contact their health care professional for the high blood glucose. Customer has been experiencing high blood glucose for the past 4 months. Customer started on the enlite sensor 7 days ago and there was blood in the connector. Customer stated that she did not remove the sensors. Customer stated that the sensor worked throughout the 6 days and provided readings. Customer stated that she was having problems removing the tape from the sensor. Customer was at school and was not able to provide the serial number of the pump.